Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported against the left side ¿presence of implants in situation in both breasts, presenting irregular contours, with folds, with heterogeneous contents inside the prostheses, with solid regions inside" and ¿bilateral silicone breast implant, with signs of bilateral intracapsular rupture', and ¿palpable changes in the right side." Device remains implanted.